Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. The customer changed the battery, but only part of the display reappeared. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.